Event description:
Customer reported an interlock failure. Error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the blown fuse on the ps2 power supply. System operates as intended. This MDR is related to ge healthcare complaint number.